Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a return of pain on the wednesday prior to the report. The patient had walked for about 30 minutes, but nothing out of the usual. X-rays were done, and the leads had not moved. An impedance test was done and 0/5 were >40k ohms. That combo was not utilized in therapy. A settings not available message was seen. The device was on 6.2ma 90usec 1000hz contacts 13/14 @810ohms. The rate was turned down to 800 hz and 2.9 ma. They felt stim comfortably, and the rep thought they could program this configuration to get relief.